Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-04274 & 1627487-2013-04301. It was reported one of the pt's leads had migrated, and effective stimulation coverage could not be regained. In addition, the pt reported a persisting pain at the ipg site. F/u identified the physician explanted the entire scs system.